Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-166800 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that a broken or detached wire occurred. Product was provided for investigation. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Customer complaint is not confirmed, however, it was found that an applicator deployment issue occurred. Probable cause could not be determined.